Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; bg values were not provided. Suspected cause was the pump settings requiring adjustments. Reportedly, the customer contacted a healthcare provider regarding the settings. Although requested, the customer declined providing additional information.